Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this health care professional (hcp) wanted to review the presenting electrogram (egm) as suspected the patient with this pacemaker experienced paroxysmal atrial tachycardia (pat) but had concerns of oversensing. Technical services (ts) reviewed the device data and agreed the egm findings were consistent with pat. Additionally, far-field and crosstalk signals were noted on the atrial channel, that were not marked or oversensed by the device. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker exhibited intermittent loss of capture (loc) on the right ventricular (rv) channel. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this health care professional (hcp) wanted to review the presenting electrogram (egm) as suspected the patient with this pacemaker experienced paroxysmal atrial tachycardia (pat) but had concerns of oversensing. Technical services (ts) reviewed the device data and agreed the egm findings were consistent with pat. Additionally, far-field and crosstalk signals were noted on the atrial channel, that were not marked or oversensed by the device. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. No adverse patient effects were reported. This pacemaker remains in service.